Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, the fuse was blown and a little melted.

Event description:
Provider stated car adapter blown a fuse and melted.